Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device failed the pacer portion of the shift/system check with an error code 90007. There was no patient involvement.